Event description:
It was reported that during the sheathed insertion, resistance was meet after the intra-aortic balloon (iab) passed through the sheath. As a result, the catheter and sheath were exchanged with an iab lot number mf8040638. Refer to medwatch 1219856-2008-00336 and medwatch 1219856-2008-00337 for second and third events involving the same pt.

Manufacturer narrative:
Follow up report will be filed if additional info becomes available.